Event description:
It was reported to boston scientific corporation that an obtryx sling was used in a transobturator tape procedure. The healthcare provider has perforated the patient's bladder with the obtryx trocar. He decided not to put the obtryx tape due to the incident. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.